Manufacturer narrative:
A customer reported observation of false-positive ftd sars-cov-2 assay results, where every well of an assay plate demonstrated sars-cov-2 target amplification ((B)(6) 2021). Re-testing of the same samples using another assay kit from the same production lot was reported to produce satisfactory results; details/data were not provided. Presumably, the observed spurious amplification also affected the assay negative control, rendering the assay run invalid - but siemens has been unable to review the customer's data and confirm details of the observation. The presumptive cause of the observed false-positive response is contamination, but the specific source cannot be identified. Success of the following assay run indicates that there is no lot-specific problem, and no residual contamination issue at the site. The observed false-positive results are most likely the result of user cross-contamination of equipment and/or reagents; if results were reported from an invalid run, this represents a use error with respect to assay-validity criteria. No product malfunction was identified. No further evaluation of the product is required. A false positive result would have negligible clinical impact as management and treatment decisions are based on severity of clinical presentation and management primarily consists of supportive care. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer observed false-positive ftd sars-cov-2 results which were discordant relative to subsequent re-test. [Fast track diagnostics (ftd) is a siemens healthineers company.] There are no known reports of adverse health consequences due to the discordant ftd sars-cov-2 results.